Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was an image issue due to a damaged video cable. Additionally, the connector contacts were corroded, the video cable buckled, and the cable boot came off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon (no image) likely occurred because communication failure occurred due to faulty cable. As to the cause of the faulty cable, boot was detached because load was applied to the cable boot. We, therefore, surmised that the cable was broken because load was applied to the core wire of the cable. The instructions for use identify verbiage that could prevent damage to the cable: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported a gap in the cable at the camera head. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: faulty cable. There were no reports of patient or user harm associated with this event.